Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedances of less than 300 ohms. Additionally, a remote alert was triggered indicating that the high voltage impedances were greater than 200 ohms. It was also noted that the previous chest x-rays have always been normal. This lead also exhibited low amplitude and the shock impedances had previously been in the mid 40's. Subsequently, surgical intervention was performed, and this lead was abandoned (capped), and the related defibrillator was explanted. The patient was implanted with a competitor's system. No additional adverse patient effects were reported.